Event description:
N/a.

Manufacturer narrative:
Gfe response received. Reference complaint # (B)(4).

Event description:
It was reported while inserting the intra-aortic balloon (iab), the physician was unable to advance the iab over the provided .025 guidewire. The physician and staff wondered if it may be an issue with the guidewire, so they opened a new .025 guidewire and it would not go into the iab either without applying significant force. They did not insert this iab into the patient due to not being able to easily get it to glide over the guidewire. They then opened a second iab catheter and were able to successful place it in the patient. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded with the one-way valve attached and the guide wire inside the inner lumen. No blood was visible on the catheter. The sheath was not returned for evaluation. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).